Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), vascular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (subclavian access and loss of guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent an off-label implant of a 29 mm sapien 3 valve, in aortic position by subclavian access. The patient was not a candidate for transfemoral access. As reported, a ptfe patch/graft was placed in the left subclavian to externalized access of the esheath. The guidewire was lost from the left ventricle while inserting the commander delivery system. It was attempted to cross the valve again with the delivery system itself, but with an unsuccessful result. When removing the delivery system, due to the loss of the guidewire in the left ventricle, the subclavian ruptured. It was necessary to convert to open surgery and implant an edwards surgical valve. After more than six hours of surgery, the patient was transferred to the ICU in serious condition. On post-operative day 5 the patient passed away. As per medical opinion, the root cause of the event may have been related to the guidewire loss from the ventricle and the limit diameter of the subclavian artery.